Event description:
The customer reported that during a stent case with pt on the table, the image went black after about 30 mins of fluoro. Then a low ma and kv error messages appeared before the image went away completely. The c-arm failed to make x-rays after reboot. C-arm was pulled from case. Shot log shows that the system failed to produce the desired ma during the shots. No pt injury was reported.